Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient was hospitalized and given oral/IV antibiotics to treat their infection. Ultimately, the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of the l5 drg lead (related manufacturer reference number: 1627487-2024-09776). It was also reported that the patient experienced a post-op infection following ipg open trial procedure on (B)(6) 2024. As a result, surgical intervention may take place in the future to address these issues.